Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00305. Implant date: (B)(6) 2018 - exact date unknown. Concomitant products: item# unk tmj device; lot# unk. Report source: foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial implantation approximately two (2) years and five (5) months ago. Subsequently, the patient is indicated to be revised due to having issues with jaw mobility while opening or chewing. Surgeon believes the fossa component had been placed in a non-favorable position. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. It was alleged that the described issues were the result of non-favorable positioning of the fossa component; however without medical records a definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
CT images on 2 cds were reviewed and provided to mmi for review. The final report from mmi stated: there is no fracture or dislocation. The left mandibular implant appears larger than the right. There is no evidence of implant loosening. No abnormal radiolucencies are identified. The left mandibular condylar implant is slightly medial in position in relation to the articular fossa when compared to the right, of uncertain significance. The report also goes on to state: overall fit appears maintained. As noted, the left mandibular condyle implant is lightly medial in position when compared to the right. Bone quality appears unremarkable. No loosening, wear, or radiolucency is seen. Slight asymmetric alignment as noted. As noted, the left condylar implant is larger and slightly medial in position within the articular fossa when compared to the right. It is uncertain as to whether this would result in the listed symptoms. The additional information that was received does not change the root cause of the investigation. It was alleged that the described issues were the result of non-favorable positioning of the fossa component. As reported by mmi, the provided images show slight asymmetric medial position of the left condylar implant, however, it remains uncertain as to whether this would result in the symptoms reported by the patient. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.